Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to review therapy. The hc showed the initial drain was 33ml, last fill was 0ml, total fill of 10634ml, total drain 12061ml, total ultrafiltration(uf) 1426, cycle 5 ultrafiltration of 2453ml, cycle 4 uf of -282ml, cycle 3 uf of -306ml, cycle 2 uf of 229ml, cycle 1 uf of -210ml, and 1 bypass. The nurse was contacted on (B)(6) 2012. The nurse stated she was aware of the event. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the device logs but not duplicated during pal evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue (high drain volume 105). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The root cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the min drain volume threshold. This issue has been escalated to CAPA.